Event description:
It was reported that one week post operative, the patient went to the clinic for an incision check. The incision had some dark blood draining from a hematoma. Steri-strips and a pressure dressing were applied to the incision. The patient came back one week later and incision looked much better. The patient was enrolled in the wrap it clinical study. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.